Event description:
Patient reported "pains and lumps". Subsequent ultrasound exam has suggested implant rupture. Subsequently, physician reported silicon leak and silicone lymph nodes and capsular contracture - baker grade IV. The device has been explanted. This relates to the left side.

Event description:
Patient reported left side "pains and lumps". Subsequent ultrasound exam has suggested implant rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported, "pains and lumps". Subsequent ultrasound exam has suggested implant rupture. Device remains implanted. This relates to the left side.